Event description:
It was reported that out of range, high impedance measurements were noted during implant of the implantable cardioverter defibrillator (ICD) and left ventricular (lv) lead. It was believed that the lv lead may not have been fully plugged into the device header. A revision was performed and the ICD and lv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).